Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger not powering on) was confirmed. Upon investigation, the charger was resetting due to internally shorted q201 component. The root cause of the shorted q201 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A u.s. Distributor reported that a battery charger was unable to charge a battery pack.